Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified: openings, crease fold, wear abrasion, brown particles. Leak test was performed and found openings on radius and anterior side. A microscopic analysis was performed which identify crease smooth opening on anterior. And opening striated in the radius side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on anterior due to an fold flaw opening. A striated edge opening on radius side due to surgical damage. During the analysis was observed crease fold however not is a workmanship because the device was explanted. And it was received without its original sealed packaging.

Event description:
Healthcare professional reported a left side deflation and "any creases associated with hole." Device has been explanted.